Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery (lca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the speed was unstable ranging from 180,000 - 300,000rpm. The maximum speed reached was 3000,000rpm which exceeded that set rotational speed of 180,000rpm. The procedure was completed with another of the same device. There were no patient complications reported.